Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a290, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; brand name vectris surescan; product ID: 977a290, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they noticed on august 18th that their leads had slipped down. Patient said they were going to have a revision of the leads 2 weeks from monday. Agent documented information given on call. Patient reported they have had the stimulation turned off, but when they went to charge the implant now, it seemed like it drew more power than when it was running. Patient clarified that when they were running the mystim application, the implant would be at 60% and would last close to 2 months. Patient then said when they turned the stimulation off, it hadn't even been a month yet and now the implant was completely drained. Patient mentioned they had already notified their medtronic representative of the issue yesterday and was told to call patient services. Patient confirmed they were able to charge implant to 100% but they found it odd the implant depleted over the course of a month despite stimulation being turned off. Agent reviewed information about implant battery depletion and recharge frequency and redirected patient to their healthcare provider t o further address the issue. It was reported due to lead migration patient had stimulation turned off.